Event description:
Heli-fx endoachors were implanted with another manufacturer¿s device. It was reported that the patient had hypotension. The investigator assessed this event as related to the procedure. The patient was given medication and the event resolved. No additional clinical sequelae were reported and the patient is fine.